Event description:
It was reported that some lines appear on the led screen that is obstructing the values on display and making it difficult to read. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated and it was found that the main led/pbca is defective. The main led/pbca was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.